Event description:
It was reported that a patient who had been implanted in (B)(6) and had impedance within normal limits upon implantation now has high impedance. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.